Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. The balloon was loosely folded with blood in the lumen. Magnified inspection of the balloon revealed a pinhole 5mm from the tip of the device. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a 175cm non-bsc guide wire crossed the lesion, a 2mmx20mm x142cm coyote - es balloon catheter was advanced fro dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.5mm x15mm non-bsc balloon catheter. Blood flow was then restored. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a 175cm non-bsc guide wire crossed the lesion, a 2mmx20mm x142cm coyote¿ es balloon catheter was advanced fro dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.5mm x15mm non-bsc balloon catheter. Blood flow was then restored. No patient complications were reported and the patient's status was good.